Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having swallowing problem, throat irritation, difficulty breathing, and severe coughing. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer completed an internal visual inspection of device. The manufacturer found dust/dirt contamination inconsistent with degraded sound abatement foam throughout device enclosure and air path. The device's downloaded event log was reviewed by the manufacturer. The manufacturer found the following errors e-130, e-200, e-53. The manufacturer confirmed there was no evidence of sound abatement foam degradation. The manufacturer also confirms the presence of contamination in the air path that sourced external to the device.